Event description:
This device was interrogated in the sales branch office and was found in standby mode. The device was not used.

Manufacturer narrative:
January 14, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4), devices were found in standby mode. The programmer files were reviewed since the devices were not returned. The files showed that some parameter values were overwritten through a telemetry process with unexpected data. The re-initialization can be done with the standard programmer, which was reportedly done, and can be released back for distribution.